Event description:
The physician was using a reperfusion catheter 026 and inserted what he thought was a separator 026 and it would only get about 1/2 to 3/4 of the way into the catheter. It was noted that all three separator sizes were open in the lab and that the physician may have been using the wrong size separator. The pt was then treated with tpa.

Manufacturer narrative:
Technical eval: the physician attempted to use a 032 separator with an 026 catheter. The separator was too large for the catheter and became stuck when the catheter ID tapers. The physician used incompatible devices. The DHR's of these manufacturing lots have been reviewed. This MDR is being filled as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009. A review of the design history record was completed on part# 0570 (lot# l12062). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. In addition, all destructive testing was completed per required process monitoring requirements and results met specification. No anomalies were found with this lot.